Event description:
It was reported that syringe plastipak 5ml s/su was cracked and the plunger rod was broken. The following information was provided by the initial reporter: the syringe came cracked and the plunger broken. The packaging was intact. Was the reported incident noticed before, during or after use? Before. Was there any harm to the patient/healthcare provider? (Detail) no. Was there any exposure to blood or chemotherapy to mucous membranes or skin? (Detail) no. What medication was being administered? No medication was administered. Was there a notification to anvisa? If so, what is the notification number? No.

Manufacturer narrative:
H6: investigation summary a photo was sent for investigation, upon visual inspection damaged a barrel and plunger is observed. A device history review was performed for lot 1083953, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The process was evaluated and, according to the investigation carried out on the equipment, the defect occurred due to insufficient silicone. The part (assembly syringe) may not have been rejected by the reject system and because the plunger is out of position (high) due to insufficient silicone, the part may have got caught in the output guide, breaking the plunger and barrel. Corrective actions for the incident have been completed, action 1: parallel feed into the silicone tank to maintain tank pressurization even after cutting off compressed air in the machine and action 2: increased discard valve actuation time per part with high plunger. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe plastipak 5ml s/su was cracked and the plunger rod was broken. The following information was provided by the initial reporter: the syringe came cracked and the plunger broken. The packaging was intact. Was the reported incident noticed before, during or after use? Before. Was there any harm to the patient/healthcare provider? (Detail) no. Was there any exposure to blood or chemotherapy to mucous membranes or skin? (Detail) no. What medication was being administered? No medication was administered. Was there a notification to anvisa? If so, what is the notification number? No.